Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 11/17/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection using magnification was performed. The lens was returned cut in two parts. Both lens haptic were observed distorted/bent. Residues of viscoelastic were observed on the lens surface. The condition observed is consistent with a lens that has been cut due to iol removal or explant. Due to the conditions of the sample returned the reported issue could not be verified. The unit was handled and used. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint folder was not confirmed as manufacturing problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient was not happy with the outcome. The patient was experiencing negative dysphotopsia. An incision enlargement or a vitrectomy was not required. There was no patient injury. A non-johnson & johnson lens was implanted as a replacement. The patient is happy with the outcome. No additional information was provided to johnson & johnson surgical vision.